Manufacturer narrative:
Additional information: g3, h3 h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that one piece of paper had eight images of tissue. No staple lines could be properly identified in the eight images. Reinforcement material was not visible. The listed reload could not be seen in the returned image. It was reported that there was a staple line bleeding and content leak. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, following a procedure, there was an excessive staple line bleeding and leakage at the stomach. The patient vomited blood and the patient had an additional surgery to resolve the issue. An endoscopic procedure was performed at the stomach and the patient was admitted to the intensive care unit after. Hospitalization was extended.

Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu, (lot #p3k1227) sigtrsb60axt, igtrsb60axt 60mm xtr thk reinforced rel, (lot #n4d2039y) sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel, (lot #n4d2149y) egia60amt, egia60amt egia 60 artic med thick sulu, (lot #p3k1227) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, one day postoperatively, there was excessive staple line bleeding and leakage at the stomach. The patient vomited blood, and the patient had additional surgery to resolve the issue. An endoscopic procedure was performed at the stomach and the hospitalization was extended for two days.